Event description:
The user facility reported, the housing has cracks around the welding during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Corrected data: d9.

Event description:
The user facility reported, the housing has cracks around the welding during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, the housing has cracks around the welding during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.